Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: EU 2015691-2022-06595.

Event description:
Edwards received notification from our affiliate in italy. 4 months post implant of a 29mm sapien 3 valve in the aortic position, an echo was performed due to symptoms of dyspnea and paravalvular leak (pvl) could be observed. Pvl after initial implant was mild, pvl after 4 months increased to severe. A post-dilation with commander ds 29mm +3.5cc was performed. Before balloon inflation, the position of the wire was not well checked, therefore during inflation, the valve was ''crushed''. After post-dilatation the severe aortic insufficiency was present and heart massage was performed. Another 29mm sapien 3 was implanted with good result. The first valve was intentionally positioned 70/30, second valve was positioned higher (80/20). Patient status is good, extubated the same day of the procedure. And as per medical opinion, the valve crushing was due the wire/balloon was inadvertently in the pvl (wire not well positioned) and so the valve was smashed, requiring a second valve implantation.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Additional imagery was provided by the field and the following was observed: initial deployment of thv successful with no visible damage or abnormalities. Thv after post-dilation with visible frame damage. Second thv successfully deployed. 3mensio was provided and the following was observed: angulation of ascending aorta. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record was required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve interaction with pre-existing implantable device was confirmed by provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of lot history and complaint history did not reveal any manufacturing non-conformances that could have contributed to this case event. As reported, ''before balloon inflation, the position of the wire was not well checked, and during inflation, the valve was 'crushed'.'' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. As a consequence of incorrect guidewire placement, the balloon did not expand inside the valve but to the side of it. Thus, leading to the reported 'crushed' valve and the reported negative interaction with pre-existing implantable device. Available information suggests procedural factors (incorrect guidewire management) contributed to the reported event. A product risk assessment (pra) has been initiated for risk assessment for events related to negative device interaction due to guidewire mismanagement. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: EU 2015691-2022-06595.